Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow event occurred with a primary administration set. Unspecified antibiotics would not flow through the ¿hub¿ in the set. The reporter stated that a lower ¿hub¿ was successfully used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.